Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail and screw is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Corrective surgery has not been scheduled as of this date. Sign fracture care international continues to monitor these events as part of our post market activities. A follow up report will be filed when we receive new information regarding this case.

Event description:
We became aware (B)(6) 2017, it was reported that a sign im nail and screw implanted to repair a fracture was found to be broken during a follow up visit.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union and broken nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2017 sign im nail implanted to repair a fracture was exchanged. The im nail was previously reported to the FDA as broken on (B)(6) 2017, with the patient identifier (B)(6). The broken im nail was replaced with a 10mm x 380mm standard nail per the sign technique manual.